Event description:
It was reported that the device clips are not forming properly during a lap chole procedure. Another device was used to continue the case. There was no consequence to the patient.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.